Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important. The potential for success in soft tissue fixation is increased by the selection of the proper type of implant. While proper selection can help minimize risks, the device is not designed to withstand the unsupported stress of full weight bearing, load bearing or excessive activity." (B)(4).

Event description:
It was reported that the suture anchor failed to deploy during surgery. Device was removed and another device was used to complete surgery with minimal delay.